Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that an (B)(6) female child patient experienced high blood glucose level due to a viral infection and a bent cannula which was identified when the site was removed. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2021, the patient went to the emergency room due to high blood glucose level. She had high ketone levels which her healthcare professional assessed not to be dangerous level/life threatening. Her highest blood glucose level was 440 mg/dl and the infusion had been used for two days. While in the emergency room, the patient received fluids, of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. After staying for five and a half hours in the emergency room, on the same day ((B)(6) 2021), the patient was released from the emergency room with no permanent damage caused to her. Since the beginning of (B)(6)2021, the patient faced kinked cannula symptoms/issue noticed within 3 hours of insertion, approximately five events have occurred, and first event occurred (B)(6) 2021 (approximately). Her blood glucose level was approximately around 300 mg/dl for all the events. Moreover, they replaced the infusion set, cartridge and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.